Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: the porous stem has fractured at the junction with the spout body. The package insert contains statements warning that device fractures may occur where excessive patient weight, excessive patient activity, or lack or proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended.

Event description:
It is reported that patient underwent right total hip surgery in 2006. Patient reported experiencing pain and was revised in 2008 due to the stem fracturing.